Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to be fractured and was exhibiting oversensing and noise. The patient also received inappropriate shocks. High voltage therapies were disabled and sensing was adjusted. The lead remained in use but was later capped and replaced. The patient's cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced during the procedure due to a non-specific potential performance issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up concluded that there was no product performance issue with the crt-d and that the device was simply replaced in order to accommodate the new rv lead.